Event description:
It was reported that the detector was dropped. There was no patient or user harmed.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer performed analysis inspecting the detector remotely. Customer was informed with the functional steps to calibrate the detector. Calibration was successfully performed for the detector. The device was tested and meets the specification for the performed service and remains at customer site for clinical use.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00041 (B)(4): box d: suspect medical device. Product UDI info updated. Changed from "blank" to "(B)(4)". Box h: device manufacturers. Evaluation method code grid (1) changed from evm-act-01-testing of actual/suspected device- c91896 imdrf code to evm-cri-01 communication/interviews - c139457 imdrf code.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00041 (4902982): 1. Contact office: changed from (B)(6). 2. Date received by mfg: changed from "blank" to "06/12/2024".